Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As received condition of device; the recon locking aiming arm, part# 03.010.048, was received intact and with light surface scratches. The insertion holes and knob show signs of wear. The balance of the device is in good condition and the etchings are legible. One recon locking aiming arm, for lateral entry femoral recon nails-ex (part number 03.010.048) were received with the complaint category of ¿device interaction: misalignment.¿ the device is intended for use in the lateral entry femoral recon nail system for intramedullary fixation of subtrochanteric, ipsilateral neck/shaft, and femoral shaft fractures. The aiming arm is primarily for alignment in targeting the implants and the insertion handle is utilized throughout the procedure as it attaches directly to the nail. This information is provided per the titanium cannulated lateral entry femoral recon nail: expert nailing system technique guide. The returned recon locking aiming arm, lot # 3691576, was manufactured march, 2011. It was received with surface scratches and slightly worn at the holes and on the knob. This worn and scratched condition seen on the returned parts is consistent with the expected wear from use. The lateral entry femoral recon nail was manufactured in february, 2013 and was not returned as it remains implanted in the patient. To replicate the complaint condition, a lateral entry femoral recon nail and connecting screw and a protection sleeve were used with the returned devices. The construct was assembled and at no time did the construct fail to properly align. Thus, the complaint condition is unconfirmed. It is reported that the device was successfully implanted after some difficulty providing evidence to functionality of the assembly. The technique guide recommends that one ¿check guide wire placement radiographically in both ap and lateral views¿ as an important step to ensure alignment. It also reads ¿do not exert forces on the aiming arm, protection sleeve, drill sleeves and drill bits. These forces may prevent accurate targeting through the proximal locking holes and damage the drill bits.¿ if these recommendations were not followed there would be the potential to cause to the complaint condition. The insertion handle was manufactured after the release of the current drawing revision. Therefore, a review of the current design drawing was performed for the insertion handle. The recon locking aiming arm was manufactured prior to the release of the current drawing revision. Therefore, a review of the current design drawing and the manufactured revision was performed for the aiming arm. The current designs were found to be sufficient for their intended use. The design history also did not have any impact on the complaint condition. Thus, this complaint condition is not the result of a design deficiency. In conclusion, the complaint condition of misalignment is unconfirmed. The complaint condition was not the result of a design deficiency and was likely due to the method of use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID (B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent open reduction internal fixation (orif) of a right femur fracture on (B)(6) 2014. The surgeon implanted a synthes lateral entry femoral recon nail-ex, 420mm, rt. He selected the static locking option for the proximal locking screw. While drilling the hole the drill but did not pass through the targeted hole in the nail. The surgeon verified that the nail and aiming arm were properly secured and then proceeded to try to pass the drill bit through the nail. The drill bit once again did not pass through the nail. Then he exerted slight pressure to the trocar and was able to pass the drill bit trough the nail. He inserted the screw and the surgery was completed successfully. The total delay was less than five minutes. This is report 1 of 3 for com-(B)(4). This report covers the aiming arm.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part returned to manufacturer on mar 14, 2014. Device evaluation anticipated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.